Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 8000 ise module. The sample initially resulted in a k value of 8.3 mmol/l accompanied by a data flag. This value was reported outside of the laboratory to a physician who questioned the result. The sample was repeated on a second analyzer, resulting in a k value of 5.0 mmol/l. The repeat value was deemed correct. The lot number of the k electrode is e84. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, abnormal aspiration alarms occurred on the day of the event. The field service engineer was unable to replicate the issue and could not determine a cause. The ise electrodes and internal parts were cleaned. The system primed without errors. Ise checks were performed and successful. Precision studies were performed. The customer ran calibration and controls; all results were within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.